Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft, and two (2) afx vela suprarenals. Approximately one (1) year post initial procedure, the patient underwent a re-intervention for a type 1a endoleak and migration (2031527-2019-00120). Approximately four (4) years post-initial procedure, an aneurysm enlargement was identified. The patient will undergo another re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the additional endovascular procedure is confirmed. The aneurysm enlargement is unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The initial procedure is off label with a neck diameter of 46.1 mm (should be 18-32). There was a rupture at the initial procedure (cautionary product use condition). The secondary procedure is off-label due to concomitant product usage (ovation limbs with an afx2 system). It is unclear if any of the above off-label and cautionary product use conditions contributed to the reported event. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem updated g3 awareness date h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft, and two (2) afx vela suprarenals. Approximately one (1) year post initial procedure, the patient underwent a re-intervention for a type 1a endoleak and migration ((B)(4)). Approximately four (4) years post-initial procedure, an aneurysm enlargement was identified. The patient will undergo another re-intervention. Additional information: the patient underwent a re-intervention where the physician elected to implant an afx2 bifurcated stent graft and an afx vela suprarenal. The final patient status remains unknown. The final patient status was not made available to endologix.